Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to osteolysis, loosening, and osteolysis. The tibial tray and articular surface were replaced without reported complication.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#: ni, lot#: ni; unknown femoral component: catalog#: ni, lot#: ni. G2: foreign: germany. The product will not be returned for further evaluation as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: tka loosening with inlay wear, osteolysis of the lateral femoral condyle and synovitis. No intra-operative complications were noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.